Event description:
It was reported via repair work order that the power cord ground pin and motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.